Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the hospital for myocardial infarction with st elevation. The target lesion was in the lad, mild tortuosity, mild calcification and chronic total occlusion-100%. Treatment was planned for this cto in an untreated lesion of the lad. It is reported that the launcher catheter was kinked at the curve. No kink was noted prior to insertion, and it is unknown at which point the kink occurred. No resistance was encountered when advancing the device. While advancing the guiding catheter launcher the physician did not use force but felt that the launcher was in contact with the vascular wall. The launcher was advanced to the sinus of valsalva. The launcher was retracted once and angiography was performed; it was confirmed that blood leaked outside and perforation occurred in the sinus of valsalva. The patient experienced cardiac tamponade, and was transferred to another hospital with shock state. No surgical treatment was provided for the perforation. During the treatment with pcps (percutaneous cardiopulmonary support), CT showed that no bleeding was present, and the perforation closed by itself. According to the physician, the patient is alive, and the physician is expecting patient's recovery by means of conservative treatment. Patient's condition is improving with extracorporeal circulation (ecc) but still is needed to be under monitoring.

Manufacturer narrative:
Image review: analysis of the photos of the 7f launcher guide catheter indicates a flexural kink approximately 2cm from the distal tip of the catheter. As the reported event indicates that ¿no kink was noted prior to insertion.¿ the catheter was not returned, physical measurements cannot be completed. If information is provided in the future, a supplemental report will be issued.